Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of being implanted (nicked/gouged), the taper fractured off in the femoral component. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the fracture of the femoral offset at the level of the metaphysis. There is minimal anterior displacement of the distal portion within the metaphysis. There appears to be periprosthetic zones of lucency both at the level of medial and lateral femoral condylar distribution as well as extending to the region of the femoral offset stem fracture. Also noted are zones of periprosthetic lucency surrounding the proximal tibial component, extending within the regions of the tibial plateau, tibial metaphysis, and proximal tibial diaphysis. Sunrise view demonstrates an age-indeterminate fracture through the lateral portion of the patella which appears to extend from the inner to outer cortex. Besides the described fracture, overall fit and alignment appears normal. Medical records were provided and reviewed by a health care professional. Initial revision due to tibial and femoral loosening: varus malalignment, lateral ligament instability, retropatellar pain, synovitis, clear fluid encountered, extensive scar tissue in joint, complete synovectomy due to synovitis, tibial and femoral components loose with cement firmly in place within the bone, old resection line is in considerable varus position, lcck placed without complication. Second revision due to implant fracture: revision due to fractured shaft of lcck with pain, without trauma event. Per the package insert, pain and component fracture are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical devices: 00598003702 63064325 stemmed tibial component precoat size 4 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten; 00599403212 62894100 articular surface with locking screw "size striped yellow/e f 12 mm height"; 0059900350 62704150 prc agmt block post sz e 5mm; 00599003502 62732393 nexgen posterior femoral augment 10mm; 00599401591 62768270 femoral component option for cemented use only size e left; 00599003510 62774824 prc agmt block dist sz e 5mm; 00599003510 62887646 prc agmt block dist sz e 5mm; 00597206532 63008639 all poly patella standard size 32 mm diameter 8.5 mm thickness cemented. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A patient underwent a revision left total knee arthroplasty with unknown product. Subsequently, the patient underwent a second revision approximately 6 years post first revision due to a taper fracture of the femoral offset stem. Attempts have been made and additional information on the reported event is unavailable at this time.